Manufacturer narrative:
Medtronic received the following information from the journal article entitled: current evidence on management of aortic stent-graft infection: a systematic review and meta-analysis. Hai lei li, yiu che chan and stephen w. Cheng. Ann vasc surg 2018; 51: 306¿313 https://doi.org/10.1016/j.avsg.2018.02.038. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Aneurx, talent, endurant and unknown medtronic stent grafts were implanted in patients for thoracic and aortic endovascular repair. The following events were reported: serious injury: stent graft infection sepsis gastrointestinal bleeding fistula rupture false aneurysm progression.